Event description:
The customer reported that an infant was born not breathing and was placed on life support for three days prior to the infant death.

Manufacturer narrative:
The customer reported that an infant was born not breathing and was placed on life support for three days prior to the infant death. The customer believes that the monitor is not sensitive enough to detect the fetal heart rate. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.